Manufacturer narrative:
Investigation results relayed to biomet (B)(4) via etq. Engineer's evaluation relayed "based on this investigation,the part left biomet in a conforming condition and fractured due to the instrument being worn beyond useful life." - review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this lot. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic part of instrument is fractured.